Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a white precipitate inside the set access post-pump pod. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The identification and origin of the precipitate could not be determined without analysis of the actual sample. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the pressure pod of a prismaflex st100 set during priming, described as "color abnormalities". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.